Event description:
I use the product dexcom g6 for monitoring of my blood glucose levels and use it for the purpose of helping control my type 1 diabetes. I have been using the dexcom g6 product since 2021. Over the past 3 month the dexcom product has continued to decline in product quality. I say this due to the fact that dexcom continues to advertise that this product requires "no finger sticks" unfortunately this product, on numerous occasions and on record with dexcom from numerous phone calls, has been out of range more than 20% in bg values; has consistently stated "sensor error" as well as randomly jumping and dropping sugars allowing for false fears and issues. FDA safety report ID# (B)(4).